Event description:
It was reported that the ilet user sought guidance during a supply change after navigating to the fill tubing screen while not connected to the pump and without performing a rewind. The agent provided troubleshooting and education to access the rewind screen, and the customer affirmed they could complete the supply change thereafter. No symptoms were reported. No adverse outcomes occurred. The investigation included remote troubleshooting and user education. The investigation revealed user procedural error during the supply change with no device or component malfunction identified. It was concluded that user technique during the supply change was the most probable cause.